Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The facility states that during use the lift hesitated and then dropped the patient on to the bed.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed. Passed functionality test. Not set up to test under load. The fields were updated accordingly.

Event description:
The facility states that during use the lift hesitated and then dropped the patient on to the bed.